Event description:
It was reported that this implantable pacemaker had a signal artifact monitor (sam) episode and minute ventilation respiratory sensor (mv) has been disabled. Technical services (ts) reviewed the files and noted atrial oversensing, noise, and low out of range pace impedance measurements less than 200 ohms, that was most likely due to electromagnetic interference (emi) not mv. The patient has normal intrinsic sinus function and is not pace dependent. No adverse patient effects were reported. The device remains in service.